Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and leaks on the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that they became hyperglycemic and insulin did not flow from the pump. The reservoir was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. The plunger and transfer guard were not returned. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks or physical damage were noted.